Event description:
The cannula curvatures were incorrect on three (s) m6sct, specialized cannula low pressure cuffed tracheostomy tubes. This was detected during procedure set-up for a scheduled device reploacement. There was no direct pt involvement or reported pt compromise. The m6sct devices were returned to the MFR on 3/19/97 and processed to the quality analytical laboratory for analysis and investigation.